Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2017. It was reported the sensor pod had cut the patient's skin in two places and became infected. The patient's mother stated that upon removal of the sensor pod, the scab from the cut was pulled off and there was pus present. The patient's mother treated the patient with over-the-counter antibiotic ointment and peroxide and the infection cleared up. No medical professional was needed for the issue. At the time of contact, the patient was doing well and the cut has healed. Date and photographs were provided for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Correction to remove statement "date and photographs were provided for evaluation. A follow-up report will be submitted once the evaluation is complete." As it is irrelevant to the complaint.